Event description:
Reportedly, the patient received emergency care due to inappropriate shock therapy. It was also indicated that review of associated programmer files revealed that there were around 40 shocks delivered and there was evidence of noise sensing. Real time testing also showed ventricular oversensing. There was no irregularity relative to lead impedance measurements. An x-ray of the lead showed thinning around the subclavicular region. A reintervention was performed to replace the subject lead, which remained partially implanted (connector section discarded). The associated ICD was also replaced considering remaining battery life.

Event description:
Reportedly, the patient received emergency care due to inappropriate shock therapy. It was also indicated that review of associated programmer files revealed that there were around 40 shocks delivered and there was evidence of noise sensing. Real time testing also showed ventricular oversensing. There was no irregularity relative to lead impedance measurements. An x-ray of the lead showed thinning around the subclavicular region. A reintervention was performed to replace the subject lead, which remained partially implanted (connector section discarded). The associated ICD was also replaced considering remaining battery life.